Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right superficial femoral artery. A 7x40x130mm innova¿ stent was selected to treat the lesion. The stent appeared ¿crumpled¿ upon deployment and could not be fully deployed. The stent eventually deployed and the physician then implanted a 7x150mm stent to cover the area of the innova¿ that was damaged. No patient complications were reported and the patient¿s condition was fine.